Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging audio tone/vibration (audio tone issue). It was reported that after the patient primed the pump tubing, the pump continuously emitted a beeping sound and a vibration occurred. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: the pump was powered on with a functional audio and vibratory alarms. The volume of the sound was 55.2 decibels (db) which was within specification. The original complaint was not duplicated during testing. The pump was opened and there were no intermittent conditions found.